Event description:
It was reported that the bd ultra-fine¿ insulin syringe had incorrectly spaced scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "complaining that the ultrafine syringe she used was wrongly marked." "She comments that the syringe has an empty space... Client clarified what the empty space refers to: I mean the space before reaching the line that marks zero."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: customer returned (7) 0.3ml, 31 gauge, 6mm syringes from lot 1067145. Visual inspection of the syringes found no immediately observable damage. Inspection and measurement of the placement of the graduation markings found that 2 of the 7 returned syringes featured markings below their intended location. All remaining syringes were undamaged and within specification. The lot number and manufacturing information were all found to be legible on the container and polybag provided. A review of the device history record was completed for batch # 1067145 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of defective scale markings in 2 of the 7 returned samples.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had incorrectly spaced scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6): "complaining that the ultrafine syringe she used was wrongly marked" "she comments that the syringe has an empty space... Client clarified what the empty space refers to: I mean the space before reaching the line that marks zero."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of 0.3ml, 31gx6mm bd insulin syringes from lot# 1067145 were provided. The customer reported that the ultrafine syringe she used was wrongly marked and this caused hypoglycemia and that the syringe has an empty space. The photos were examined, and it¿s difficult to determine if the scale is incorrectly aligned based on the photos provided alone. Furthermore, no defects regarding the position of the plunger rods could be determined either without the present of the physical sample. A review of the device history record was completed for batch# 1067145. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received (scale marking defective). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had incorrectly spaced scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "complaining that the ultrafine syringe she used was wrongly marked". "She comments that the syringe has an empty space... Client clarified what the empty space refers to: I mean the space before reaching the line that marks zero."